Event description:
It was reported that the guide wire broke at the marker while advancing a angiojet thrombectomy catheter over the guide wire. The procedure was being done in a fistula graft in the arm. The distal end of the guidewire was removed with the catheter without an issue. Reportedly, there was no patient injury.